Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that intraoperatively the surgeon touched the instrument to the tip of the nose, but the navigation system was showing that the instrument was off the tip of the nose. The manufacturer representative said the exam was poor and the top of the head was cutoff. Registration accuracy was reported to be 2.6mm but there was still the described inaccuracy. This issue resulted in a delay of surgery of 7 minutes, and there was no impact on patient outcome.